Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the ok button requires multiple presses for a response. It was reported that the pump is not exposed to water and there is no sign of keypad damage.